Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) lcd screen is flickering. No patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information poc : (B)(6). E3 is unknown (initially it is submitted as "other healthcare professional"). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the flickering display board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.